Manufacturer narrative:
Pr #: (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer's biomed is reported that the device end users are seeing a low battery message approximately 1/2 hr after disconnecting xl from ac power. There was no report of patient involvement.